Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a stuck line that could not be retrieved. It occurred during patient use. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4).the pump will not be returned for servicing as the facility repaired the device themselves by replacing the pumphead module. A follow-up report will be filed if any additional information becomes available.